Event description:
The patient contacted animas on (B)(6) 2013, reporting that for the past three days she has had blood glucose (bg) levels in the range of 500mg/dl to 600mg/dl with moderate headache and body aches. She treated herself with extra fluids and injection boluses and her bg went down to 280mg/dl. The patient stated that she did not go to the emergency room nor call her healthcare professional. The reporter indicated that the pump did not alarm for low/empty cartridges. The pump history indicated that the alarms occurred; however, the patient did not feel or hear any of the alarms. This report is being made based on the allegation that the patient experienced hyperglycemia related to the pump not alarming.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Reference MFR report# 2531779-2013-01403 for additional information related to this report.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed no activity outside normal patient use. Two unacknowledged "loss of prime" warnings for 30min was noted in pump history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The vibratory feature was found to be working but the audible tone was found not to be working. During testing, the pump was found to successfully prime. The pump was exercised for 24 hours with no alarms noted. The force sensor was found to be within calibration. An "empty cartridge" warning was induced, the pump vibrated in the audible sound alert mode after one hour. The pump was opened"; the piezo contacts were found to be cracked around the solder connection causing audible alarm sound loss. The flex and the force sensor were tested for intermitting conditions and no damage or defects were noted. No moisture was observed inside the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.